Event description:
Engineering triggered an investigation based upon failures of the product where lower than expected defibrillator energy level was delivered, with no service indicator displayed. Delivery of less than expected energy to a patient could result in administration of ineffective therapy to a patient.